Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was undersensing during the patient's atrial fibrillation. It was also reported that the most sensitive atrial threshold setting would not detect the atrial signal. The device is still in use. No patient complications have been reported as a result of this event.